Event description:
90 days after placement, the device was percutaneously removed and the dome detached inside the patient's stomach. The device was replaced with another 000631. The dome was evacuated.